Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 8/29/2013 with the following findings: there is no visible damage to the keypad. All of the keypad buttons respond properly. Removed the keypad and found no damage or contamination on the button contacts. The original complaint could not be confirmed or duplicated on investigation. Unrelated to this complaint the bolus button cover was found to be detached from the pump completely.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were unresponsive to confirm low cart alarm, and the pump was frozen. The reporter rebooted the pump, and it was frozen on verification screen. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.